Event description:
The reporter stated that the threaded tip of the fixation axis pin broke off after the panta intramedullary tibial nail had been inserted with the targeting device. The surgeon had pushed the nail in too far and was pulling it out by the base of the targeting device. The nail fixation axis broke off at the tip. The threaded tip of the fixation axis was stuck in the distal end of the nail. The nail was eventually removed. The surgical time was prolonged by about 45 minutes. The user facility's risk mgr has retained the device; it is not available for return for eval.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.